Event description:
It was reported that the customer's device was locking up when attempting to power the device on. There was no report of any patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and verified the reported failure. The system controller pcb assembly was replaced and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use.